Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was implanted without any issues and the mr grade was reduced to 1. The second clip delivery system (B)(4) was advanced without issue. After the leaflets were grasped, no reduction in mr was seen; therefore, the clip was inverted. An attempt was made to retract the clip into the left atrium (la) for positioning, but the clip became caught on the chordae and a chordae rupture occurred. The clip was implanted and the mr grade had increased to 4 due to the chordae rupture. A third clip was implanted and the mr grade remained at 4. No change in mr could be achieved and the procedure was completed with the implantation of 3 clips. The final mr grade was increased to 4. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the clip becoming caught on the chordae may include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve). With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. In this case, the information provided in the case details stated that the clip was inverted and attempted to be retracted in left atrium (la) for repositioning. According to the echocardiographer, a chordae rupture occurred during the steering maneuvers trying to retract the clip to the la. Thus, it is likely that the clip interacted with the chordae during the retraction attempts, resulting in the device entrapment. Based on the information reviewed, the reported clip caught in chordae appears to be related to procedural conditions and not a product quality deficiency. The most probable cause for the ruptured chordae and subsequent increase in mitral regurgitation (mr) was due to the chordae entanglement, as reported. The reported patient effects of vascular trauma (tissue damage/ruptured chordae) and worsening mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system: steerable guide catheter (B)(4), clip delivery system (B)(4), lift, support plate, stabilizer the mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.